Event description:
Tube was placed successfully in the pt on 7/1/96. The pt developed diffuse peritonitis and was taken to surgery on 7/15/96. The pt underwent exploratory laporatomy where the surgeon noted jejunum erosion and the jejunal tube was protruding into the peritoneum. The tube was removed and the pt is in satisfactory condition.